Manufacturer narrative:
(B)(4). Batch number: r57y39. Investigation summary: the analysis results that one pse60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. One picture was provided; the picture provided shows open jaws of a device. One cartridge pan can be seen lodged inside the channel. The condition noted on the picture provided would not allowed a reload to be properly installed on the device. Based on the picture alone the event described is confirmed. Please refer to device analysis for full analysis details.

Event description:
It was reported that during the laparoscopic pancreatoduodenectomy, after fired, removed the reload, noted the pan detached from the reload, and stuck in the jaw as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.